Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach balloon would only inflate on one side and wouldn't fit correctly. There was no patient harm/adverse event reported.

Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The cuff symmetry met the manufacturing specification of 1/3:2/3. No leaks were detected. The investigation did not confirm the reported complaint. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.